Event description:
It was reported that the pump battery was depleting quickly causing pump to shut down. Customers blood glucose displayed as "high". Customer address high blood glucose by correction bolus pump . The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.